Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the anterior of the poly was not fully seating and was pulling the tibial tray portion downwards. The surgeon stated that the anterior lip seemed larger than normal.

Event description:
It was reported that the anterior of the poly was not fully seating and was pulling the tibial tray portion downwards. The surgeon stated that the anterior lip seemed larger than normal.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Although the complaint device was not returned, a unit from the same lot was pulled from available stock. The product was dimensionally inspected and found to be manufactured according to specifications. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.